Event description:
It was reported that the device alarmed with decreased (less than 200) resistance on the right atrial lead. In office the device was measuing 216 ohms and the p wave sensing has decreased from 1 mv to 0.15mv. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.